Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. This lead's allegation could not be confirmed by analysis as the guidewire passed through the lead with no issues noted.

Event description:
Boston scientific received information that this lead was unsuccessfully implanted due to the physician had a difficulty in flushing this lead. The guide wire won't pass the lumen. This lead was never in service.